Manufacturer narrative:
Insulin pump received with blank display due to corroded battery cap contact. However pump received with normal operating currents. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and no delivery test. Pump received with cracked battery tube threads, reservoir tube, and minor scratched display window. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 415 mg/dl, which was treated with manual injection. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.